Event description:
Customer reported that the plunger on the reservoir was jammed and the needle was bent. Customer stated he is unable to remove the plunger. Customer was advised to quickly turn the plunger while carefully holding the reservoir barrel in place. The customer was not able to remove the plunger. Blood glucose value 128 mg/dl. Customer was unsure of the blood glucose level at the time of the event. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.